Manufacturer narrative:
This report is filed april 24, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the device is a ci512; not a ci24r (cs) as initially reported. Correction: the serial number is (B)(4); not ci47416 as initially reported. This report is filed september 8, 2014.